Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed out of range daily shock impedance measurements. Shock impedance measurements with shock delivery were within range. No adverse patient effects were reported.